Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks around the reservoir compartment. Customer's blood glucose level was 322 mg/dl. The insulin pump was dropped. There was a 911 call on (B)(6) 2015. She was hospitalized due to a blood glucose of over 400 mg/dl. She had high blood pressure. She was wearing the insulin pump at the time of the 911 call. The customer had a kidney transplant on (B)(6). They treated her high blood glucose level with IV because boluses did not stabilize her blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.